Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The other perclose proglide device is being reported under separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the device body, suture, link, posterior needle tip, and both cuffs were not returned. The reported lot number could not be confirmed; therefore, the scope of this investigation was limited. Inspection of the plunger revealed a damaged anterior needle barb, indicating the anterior cuff-to-needle tip detachment had occurred during the needle plunger retraction. Subsequently, a failure to retrieve the suture would occur which could appear very similar to the reported suture break. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. The cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Contributing factors for the anterior cuff-to-needle tip detachment during the suture retrieval process included, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. The suture being dragged through the device or the devices suture bearing during the suture retrieval process could have contributed to the cuff-to-needle tip detachment. Also, incorrect suture knot assembly could result in the knot capturing the anterior cuff while retracting the needle plunger, which could have contributed to the anterior cuff detaching from the needle tip. However, because the device body, suture, link, posterior needle tip, and both cuffs were not returned, no manufacturing-related deficiencies could be identified. During manufacturing, every suture, link and cuff are inspected and tested for proper assembly. There were no challenging anatomical conditions reported which could have caused or contributed to resistance during the needle plunger retraction. There was no information reported or definitive evidence in the evaluation of the returned plunger to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could have caused the anterior cuff to detach from the needle tip. Based on the reported information and the investigation findings, the probable cause for the anterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for the reported lot revealed no similar incidents and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, when the device was withdrawn, the suture broke. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the entire procedure. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.